Event description:
It was reported that the patient experienced a shocking sensation during trial. The patient underwent a paddle lead explant procedure, and the explanted lead was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient experienced a shocking sensation during trial. The patient underwent a paddle lead explant procedure, and the explanted lead was discarded by the medical facility and will not be returned. Additional information was received that the patient had to go to rehabilitation after the trial paddle lead was removed.